Event description:
On (B)(6)2019 , we have been informed about a malfunction with a defibrillation electrode set at the hospital azienda usl toscana nord ovest in italy. A defibrillation electrode set (model skintact df20n) was connected to a medtronic lifepack 12 defibrillator. The initial reporter state: "during the cardioversion, the electrode did not take the patient signal and so it was not possible to synchronize the cardioversion. The user changed the cable in order to verify the its functionality, but also with a new cable the defibrillation electrode did not work. The customer solved the problem changing the product with another one (always a piece of df20n)." In a later report the complainant stated "the customer told me that they tried the electrode before use and it worked well then, when they would make the cardioversion the electrode did not work." There was no harm caused to the patient as a consequence of the delay in cardioversion.

Manufacturer narrative:
Retained samples of the concerned lot number and the involved customer electrode were inspected visually and tested electrically for the function. All electrodes were within limits, no failure could be detected. The involved customer product was then investigated for any issues which might lead to a temporary loss of continuity as the complainant had stated the electrode had worked before they tried to initiate cardioversion. No such issues were detected in the connector, the cable or the riveted lead-electrode connection. An electrical test with a multimeter was performed. This test was performed on all metall components: the connector, the cable, the rivet and the electrode itself. Thereby we detected no electrical failure of the metallic components. We have send the involved sample to the medical university innsbruck, department of radiology for further x-ray investigation to visualize a possible failure without destroying the connector respectively the cable. The x-ray investigation showed no damage of the metallic cable strands. As no failure could be detected upon the analysis of the returned and involved sample no further conclusion can be drawn as to what might have caused the alleged malfunction.

Manufacturer narrative:
Retained samples of the concerned lot number and the involved customer electrode were inspected visually and tested electrically for the function. All electrodes were within limits, no failure could be detected. The involved customer product was then investigated for any issues which might lead to a temporary loss of continuity as the complainant had stated the electrode had worked before they tried to initiate cardioversion. No such issues were detected in the connector or the riveted lead-electrode connection. An x-ray examination of the leads has been initiated. Based on the information available and the investigation results on the involved electrode no conclusion can be drawn as to what has caused the problem. We will provide a follow-up report once more information gets available.

Event description:
On march 20, 2019, we have been informed about a malfunction with a defibrillation electrode set at the hospital (B)(6) in (B)(6). A defibrillation electrode set (model skintact df20n) was connected to a medtronic lifepack 12 defibrillator. The initial reporter state: "during the cardioversion, the electrode did not take the patient signal and so it was not possible to synchronize the cardioversion. The user changed the cable in order to verify the its functionality, but also with a new cable the defibrillation electrode did not work. The customer solved the problem changing the product with another one (always a piece of df20n)." In a later report the complainant stated "the customer told me that they tried the electrode before use and it worked well then, when they would make the cardioversion the electrode did not work." There was no harm caused to the patient as a consequence of the delay in cardioversion.